Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Olympus was not able to confirm the customer failure. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction for previously submitted emdr. Corrected fields: b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during inspection for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. Corrected fields: b5, d5, e1, g2, h6 (a13, c0201, d15 removed), h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue was found during inspection for use.